Event description:
A malfunction alarm with code ¿malf 9¿ was reported, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support provided the customer with pump reset information and assisted in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.